Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at less than 10atm for 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was in good condition post procedure.